Event description:
Biopsy forceps used to send tissue specimen to pathology. When the forceps opened, it would not close; biopsy forceps had to be removed by aborting endoscopy egd scope to remove forceps. FDA safety report ID# (B)(4).